Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that surgeon an issue with m103 generator. During implantation an error message noting "vbat<eos" (voltage of battery < end of service voltage threshold) was received. All generators were interrogated and displayed full battery and were ultimately able to be implanted. It was confirmed that all generators were stored at room temperature. No additional or relevant information has been received to date.

Event description:
Additional information received noting that the generator was delivered to st. Petersburg in russia in december. There were no reports of extreme temperature conditions during delivery. The suspect generator was then shipped the middle of march to moscow. It was received towards the end of march. On the days of shipment, the air temperature was above 0 degrees celsius. From moscow stock the device was shipped to the hospital. The storage conditions in the hospital is unknown. It was noted that the st. Petersburg warehouse temperature is controlled and it did not fall below 18 degrees c and the temperature at the moscow warehouse did not fall below 20 degrees c. The generator was delivered in a temperature controlled transport to st. Petersburg. On the transport to moscow and the hospital, the generator was not in a temperature controlled transport but were kept within the allowed range of temperatures. It is possible that this generator was exposed to cold temperatures during the transports that were not temperature controlled. The average temperature in march in moscow is 28-41 degrees f. This range would likely trigger a drop in voltage of the generator battery, and therefore cause an eos message to be triggered. It is previously known that temperatures as high as 50-60 degrees f can potentially trigger an eos message. The lowest temperature value seen on the datadump only shows the temperature from the most recent diagnostics. There is no way to know if the device was previously at a temperature that would trigger the eos pulse disabled status. On m103 it only takes a single daily diagnostic below the eos voltage to trigger the pulsedisabled flag and it will remain set until the device is programmed back on by a user, which could be why they saw the flag during interrogation before surgery. The m103 will also continue to do daily battery diagnostic regardless of output status. It only skips the lead impedance if output current is programmed to 0ma. So if this generator was exposed to low temperatures during transport, it would be an expected event that the pulsedisabled flag would show upon interrogation in the or, but the battery would be back to normal range. No additional or relevant information has been received to date.